Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the implant was removed due to fracture of the buccal bone plate. The implant was not replaced at the same event and bone graft was executed.